Event description:
It was reported that they were getting a generator error, causing the patient to be re-exposed. It was determined that the filaments stations needed to be adjusted. Once this was completed, the unit is working as intended.